Event description:
Patient presented back to the physician with right-sided tongue deviation and continued dysarthria. The patient completed a modified barium swallow study and is currently undergoing speech and swallow therapy.

Event description:
Patient presented to the physician with ongoing dysarthria and tongue discomfort. Physician referred the patient to speech therapy and a swallow specialist for evaluation.